Manufacturer narrative:
Investigation pending.

Event description:
Patient¿s mother called alleging discrepant low inratio results. Patient is a toddler. Inratio reading 2.2, lab draw at same time was 4.2. Patient¿s therapeutic range is 2.5 ¿ 3.5. Patient¿s mother informed meter is not validated for pediatric testing.